Event description:
Reporter alleged obtaining the results of 290 mg/dl and 98 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he touched some residue of soda before the first test. Reporter stated that he washed his arm in between the tests. Reporter also stated that he took his normal 40 units of "novolin 100", 85 units of lantus, 10 mg of glyburide and metformin after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were all used, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.